Event description:
I started experiencing redness, pain, blurred vision and discharge in both my eyes since late 2007. Initially I was seen by my regular family physician for the condition. After 2-3 weeks of treatment he was unable to alleviate the condition and the symptoms worsened, at which point I was sent to the emergency room. The emergency room physician referred me to an eye specialist who has been continuing to treat my condition. At this time my condition has started to improve, but the symptoms have been reoccurring. The eye physician was unable to determine how I contracted the keratitis condition. He had asked me to bring in any solutions I was using at my next scheduled appointment. I am a soft contact wearer and had been using amo complete moisture plus -no rub type-. By profession I am a fire fighter/paramedic for the last 24 years. This condition has also forced me to miss some work. Dates of use: in 2007. Diagnosis: contact cleaning solution. Event abated after use stopped: no, yes. Event reappeared after reintroduction: yes.